Event description:
It was reported that the titanium adapter was damaged. The damaged was further described as ¿the titanium was not closing tight on itself, there was a small gap where it screws together". This was observed after installation of the device for peritoneal dialysis (pd) therapy. The titanium adapter was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.